Event description:
The customer stated an architect i2000sr analyzer generated a falsely elevated ipth result for one patient sample. The architect generated an ipth result of 11.7 on (B)(6) 2014 and an ipth result of 24.1 on (B)(6) 2014. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The issue reported from the customer site is a sample specific issue. Two different samples from the same patient read differently (one was elevated and the other was normal) using the same reagent kit. The current issue is due to sample to sample imprecision over a short timeframe. No additional issues were identified. The architect intact pth assay package insert contains information to address the current customer issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Based on the results of the current product evaluation and the information from the customer site, it was determined that the architect intact pth assay, list number (B)(4), lot number 02213d000 is performing acceptably. A product malfunction was not identified.